Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to the patient having diaphragmatic stimulation in every vector. A new device with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to the patient having diaphragmatic stimulation in every vector. A new device with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that the device was not returned as the hospital decided to donate the device to an overseas charity due to the amount of battery remaining.